Event description:
The customer reported to olympus, during an unknown procedure, the hd camera head had bad image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible the imaging issue was caused by a faulty cable. Olympus will continue to monitor field performance for this device.